Manufacturer narrative:
B5: updated

Event description:
Associated medwatch-reports: 9610612-2020-00267 (400476402 + gd450m) involved components: gd450m - micro-line straight hdpc 1:1 f/2.35x70mm - serial no.(B)(6). Additional information received via information from (B)(4): the patient was a six year-old female. The device was used in a procedure for maxillary hypoplasia, mandibular hypoplasia, apertognathia and asymmetry. The patient underwent a lefort 1 segmental 3-piece osteotomy, bilateral sagittal split osteotomy and genioplasty. Upon using the ledemann bur, it was noted that the aesculap drill became very hot; during the removal of the drill from the patient's mouth, it was noted that the extension of the hand piece was hot and had burned the patient's lower right lip. Cold saline was placed on the lip immediately, and silver sulfadiazine was placed, and continued to be placed throughout the case. A new drill was requested and the procedure was successfully completed. After the procedure, the sterilization process was reviewed and no failures in the sterilization of the device were noted.

Manufacturer narrative:
The complained ga824 with serial number #(B)(6) was manufactured in november 2016 and delivered in february 2017. A repair or maintenance could not be found within our database. Optically the ga824 is in a condition as expected after the period of use. During the functional test, running noises can be detected. Furthermore the ga806 connection cable became lose. In the dismantled state, contamination and corrosion became visible on various components such as ball bearings, stator and locking springs. The inner sleeve is broken. Considering the age, the listed deviations (except the inner sleeve) are due to normal wear. In the case of the inner sleeve, a handling error must be suspected. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. It is possible that the mentioned breakage of the ball bearing in combination with the staining led to the heating of the handpiece. A breakage of the ball bearings could be caused by an insufficient reprocessing or an overdue maintenance (wear and tear). Notes regarding the maintenance and checks can be found within the IFU. According to the results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Associated medwatches: 9610612-2020-00267, 9610612-2020-00268. B5: updated ( and lot number noted as 001478- not confirmed).

Event description:
Update received via mw (B)(4): 19 year old female, white (previously reported as 6 year old female).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product elan 4 electro lowspeed-motor intra. Specifically, it was reported that during an oral surgery, the drill became hot and burnt the patient's lip. It was the portion that the drill bit fits into. The patient's burn was treated with hydrocortisone. The purpose of the procedure was to correct an overbite; the jaw was cut in three places and moved out. An additional medical intervention was necessary. This event prolonged the surgery for 10 minutes while a new drill was brought into the room. The cord and console used in the procedure were used with a reciprocating saw without an issue. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00267 (400476402 + gd450m). Involved components: gd450m - micro-line straight hdpc 1:1 f/2.35x70mm - serial no. (B)(4).